Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the second firing with a green reload, the device made a sound. After the device was removed from the tissue all the staples were formed on the patient side. One row on the remnant was formed, but the two outer rows did not form. The cut line was complete. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers additional information: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. Echelon straight/flex: flex. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes. Was there any difficulty removing the device from the tissue? No the analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left side inner two rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.